Manufacturer narrative:
Voluntary medwatch and maude report mw5068323 were received.

Event description:
It was reported that the patient had developed redness and itching over the implant site. Allergic reaction was suspected. The device system was explanted. The patient was stable before, during and after the procedure.